Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose. Customer's blood glucose was around 30 mg/dl the day prior. Customer's current blood glucose was 43 mg/dl. The mother treated the customer's blood glucose with juice. The mother also reported the customer had high blood glucose readings, but the exact values were unknown. Troubleshooting did not occur as the customer was at school. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.